Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and flow rate testing were performed. The device was found to flow within specification. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume folfusor has an "unknown content after 7 days". The device was infusing 68.3 ml of ifosfamide and 136 ml of uromitexan. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.